Manufacturer narrative:
H6: investigation summary: the customer reported that some newly queued samples in inoqula were being flagged as waste despite never being cleared. This was logged against synapsys material #444150, serial # (B)(6). This is a known issue that is expected to be resolved in the bea 4.1.1 release as part of the icefall 4.0 upgrade. This is a confirmed failure of a bd product. The root cause was faulty software design. Bd will continue to monitor for trends associated with this issue.

Event description:
It was reported that while using bd synapsys¿ application workflow errors were observed by the laboratory personnel. Culture plates being incorrectly sent to the waste prior to processing/resulting without error notification could potentially lead to a delay in reporting patient culture results. This could lead to a delayed diagnosis and/or treatment. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "customer called to report an issue where it appears that some containers that are reproduced after an inoqula clear and sync are flagged as ¿waste¿ when they are queued to be produced."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Medical device expiration date: na.

Event description:
It was reported that while using bd synapsys¿ application workflow errors were observed by the laboratory personnel. Culture plates being incorrectly sent to the waste prior to processing/resulting without error notification could potentially lead to a delay in reporting patient culture results. This could lead to a delayed diagnosis and/or treatment. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " customer called to report an issue where it appears that some containers that are reproduced after an inocula clear and sync are flagged as ¿waste¿ when they are queued to be produced. "